Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the right coronary artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 2.5 x 18 mm mini vision stent delivery system (sds) was planned to be delivered to the lesion; however, after the protective sheath was removed from the sds, it was observed that the stent was not on the sds balloon, and remained inside the dispenser. A non-abbott stent was used to complete the procedure. The device was not used in the anatomy, and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the device lot history record revealed no nonconforming material record for the lot that could be related to the complaint. Additionally, a search of the complaint database indicated no related incidents. A conclusive cause for the stent dislodgement could not be determined; however, there is no indication of a lot specific product quality deficiency.